Event description:
Reporter states that end-use who has been using this product for years with no prior skin issues, developed a skin irritation described as a 'very itchy and inflamed rash' located under wafer's mass which began on the same day after using this batch.

Manufacturer narrative:
Based on the info described, this event is deemed a serious injury. Further reports indicate that no medical treatment has been sought for end-user's condition. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted.